Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch vita enhanced meter was reading inaccurately low when compared to a laboratory device. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013. The patient reportedly obtained a blood glucose reading of "144 mg/dl" with the subject meter and "202 mg/dl" with the laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient manages her diabetes with insulin (self adjuster); however, the patient does not recall what action she took in response to the alleged meter issue. According to the csr's documentation, after the alleged issue occurred, the patient reportedly developed symptoms of thirst and hot flashes an unknown time later. Per csr notes, the patient reportedly contacted her physician the next day and her insulin regimen was changed to 6-8 units in the morning, 8-10 units at noon, and 12 units in the evening. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up #1 (07/23/2013)-product evaluationn: the test strip retain has been evaluated by lifescan product analysis on 07/19/2013 with the following findings: the analysis of the test strip retain was normal. No issues were found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (08/29/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 8/20/2013 and 8/23/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.